Event description:
It was reported that this device had error codes for long charge times. The device had delivered multiple shocks when the patient had a arrhythmic storm. There was some undersensing, oversensing, and an inappropriate shock in the therapies. The device had been implanted approximately seven months but had reached end-of-life battery status earlier than expected. This is likely due to the multiple therapies. The device was explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device had error codes for long charge times. The device had delivered multiple shocks when the patient had a arrhythmic storm. There was some undersensing, oversensing, and an inappropriate shock in the therapies. The device had been implanted approximately seven months but had reached end-of-life battery status earlier than expected. This is likely due to the multiple therapies. The device was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted an anodized case. The device data showed multiple charge timeouts and long charge errors. The available memory shows over 100 full energy charges and 99 shocks with the majority occurring over a period of one week. Anodizing of the device case and the extended charge time is consistent with those charges and shocks.